Event description:
Customer was hospitalized for high blood glucose and dka. Customer's mother stated that they have problem with batteries. Advised customer's mother to disconnect and return pump to minimed.